Manufacturer narrative:
Findings: pump monitored for several days and no blank display noted. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected alarm error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected battery out limit anomalies noted. No damage on the lcd isolation tape noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed battery out limit, low battery alert and blank display. The customer's blood glucose level was 146 mg/dl at the time of incident. The customer reported changing the battery six times with six different batteries and reoccurring alarms. The customer did troubleshoot the issue and was unable to clear the alarm. The insulin pump will be returned for analysis.